Event description:
Pt reports that one of the pumps alarms early with medication running out. Very difficult to get info out of pt. Pt unsure which pump it is. So we will send two replacements. Pt is feeling fine and did not report clinical injury. Issue happens while using pump serial numbers (B)(4). Reported to (B)(6) by pt/caregiver.